Event description:
Pt underwent an outpatient cystometrogram. During procedure, catheter balloon dislodged while catheter was in rectum. Physician unable to retrieve balloon from rectum. No obvious harm to pt. Pt advised by physician that the balloon will pass in bowel movement.